Manufacturer narrative:
The device alarmed failed battery test due to faulty battery tube. The device functioned properly after unplugging and plugging the battery tube connector. The device was received with cracked case at display window corners, reservoir tube lip and battery tube threads, minor scratched display window, and with missing end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device had many scratches on the display window, and cracks around the display window. No further information provided.